Event description:
On (B)(6) 2012, the patient contacted animas, alleging that the up arrow keypad button was intermittently unresponsive, the down arrow button had a delayed response and the button symbols were worn off. Reportedly, the patient removed the pump to shower and had a high bg (no value reported) with no reported symptoms, after falling asleep before reconnecting the pump. The reporter denied any damage to the keypad or evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and cleaned the pump with a dry cloth. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 11/14/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be peeling at the up arrow button. The keypad buttons were found to be responding appropriately to button presses. The keypad was removed and contamination was observed under all of the button contacts. Unrelated to the complaint, the display screen was found to be faded.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.